Event description:
Resident was being transfered from w/c to bed via mechanical lift. A strap on the lift pad ripped and resident fell to floor. Resident was within the lower limits of pad weight requirements. Pad did not appear to be compromised prior to usage. Resident sent to e.r. For observation and returned the next day with no notable injuries.